Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens with diopter -10.0/+3.0/001 into the patient's right eye (od) on (B)(6) 2023. Within the initial surgery the lens was removed due to excessive vault. That same day, the lens was replaced with a shorter length lens although it is unclear whether this was within the same procedure. The problem was resolved. Cause reported as unknown and it is unknown if the device failed to perform as intended.